Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly, pouch label and inflator. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and this complaint was added to the scope of the nonconformance (nc). The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the patient arrived at recovery, they noticed bleeding from the radial access site. They removed the tr band and applied a second tr band, and it was successful. The patient was unharmed, and no hematoma developed. The estimated blood loss was less than 250cc. The patient was stable. The successful procedure was a left heart catheterization. Additional information was received on 17may2023: when the patient arrived in recovery, the site was bleeding. They held pressure and put on a new band which was a tr band (first generation). It worked successfully. The procedure being performed for patient, prior to tr band use was a left heart catheterization. There were 18 ml's of air injected into the tr band when it was applied, hemostasis was achieved at 13. When the doctor removed the band, he inflated it and when he put minimal pressure on the balloon, he was able to push air out. He felt like it was through the valve and not a tear in the balloon. The device was not manipulated before use in any way - pre-use or during storage. The product was stored in the box in a cabinet prior to use.